Manufacturer narrative:
No further information is available on the repair of the bed at this time.¿ the investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from a hillrom technician stating the bed CPR was not lowering past 15 degrees. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hillrom technician found the¿weldment backrest needed to be replaced. Per the hillrom service manual the advanta¿ 2 should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta¿ 2 bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. Examine the handles, cables, and CPR mechanism on the head motor. Make sure the screws are installed and fully tightened. Raise the head section to the high position, then activate one of the CPR releases. Make sure the head section lowers. Adjust the CPR cable as necessary. Do the same test on the other side of the bed. Release the CPR handles and make sure the mechanism locks correctly by operating the head up control for a few seconds. The head section should rise. Replace the head section motor as necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on dec 22, 2022. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the weldment backrest to resolve the reported event. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed CPR was not lowering past 15 degrees. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).